Event description:
Nyicu nursery ICU rn noted fluid leaking on infant's linens. Upon examination, rn found that the buff cap to the uvc umbilical venous catheter was leaking fluid. The buff cap was replaced using sterile technique and no further fluid leaking was noted.======================manufacturer response for buffalo cap, carefusion (per site reporter).======================this was the third of (4) buff cap events on the same nyicu unit and the company was made aware and is investigating. All of the buff caps came from the same omnicell drawer and presumed lot# as documented. All suspect buff caps were removed and given to the carefusion representative. Buff caps from a new lot # were replaced in the omnicell drawer.